Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported on (B)(6) 2012, that while in the ccu (cardiac care unit) the intra-aortic balloon (iab) was prepped per instruction. The md inserted a sheath via the pt's left femoral artery. When the md "passed the tip of the catheter, balloon starts bleeding from its proximal end." As a result, the md removed the iab back out of the sheath. The pt did not have a tortuous anatomy. There was no reported pt death or injury. Medical / surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed for 20 minutes. There were no reported pt complications and the pt outcome is stable. Add'l info received on (B)(6) 2012, stated that the iab was prepped per instruction. Ref MDR #1219856-2012-00094 the second event involving the same pt.